Event description:
Arterial dissection. The pt was reported to have narrow calcified access arteries that the device was unable to pass through. The attempt to access the artery resulted in arterial dissection that was repaired by the physician. The surgery was aborted, and there were no further attempts to treat the aneurysm.